Event description:
New information states through remote transmission that on (B)(6) 2017, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were recommended. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that myopotential oversensing was observed. The oversensing was possible to be reproduced in clinic. Patient was asymptomatic. Programming changes were made. A new test confirmed that no more oversensing was detected. The patient will continue to be followed normally.